Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to e2, e3 and g2. Please see updates to e2, e3, g2, h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). Additionally, it was unable to be determined if there was pre-existing damage to the insulation insert or if it was already worn. It was also unable to be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use: warning. Infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. In addition, follow ups has been made to gather additional information regarding the reported event, to date , no response has been received. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the ceramic tip broke off in patient and was recovered. According to the report a third party pss urology electrode was being used with the sheath . There was no patient harm or injury reported due to the event. No harm was reported, no user injury reported.